Event description:
It was reported that pump experienced malfunction indicated by malfunction code 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer initially reset pump and continued to use it with backup insulin method available, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.